Event description:
During battery life calculation, it was observed that the pt's device settings had changed inadvertently due to an interrupted system diagnostics. Pt was seen in the physician's office on (B)(6) 2006 and a faulted system test caused the device to reset, frequency to change from 20 to 30 and off time from 5 mins to 60 mins. Physician performed a final interrogation and programmed the device back on, but he forgot to change the frequency and off time back to intended settings. Pt left the office with unintended settings and the settings were not corrected until (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.